Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 324. Evaluation was unable to reproduce the reported symptom or identify component causality. During evaluation, system error 324 was confirmed through review of the event history log. The device was tested and was found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 324. Any patient involvement, injury or medical intervention is unknown.